Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A dreamstation CPAP pro device was returned to a third party service center. During evaluation of the device, foam particles were observed within the device assembly and inside the blower kit. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was scrapped.